Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen of insulin pump was peeling up that affect the ability to read the screen sometimes. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with minor scratched lcd window and cracked case display window corner. No peeling lcd screen anomaly. The p-cap locks into the reservoir compartment properly noted. (B)(4).